Manufacturer narrative:
Other relevant device(s) are: product ID: 37603, serial#:(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: implantable neurostimulator; product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. Manufacturing report #'s 3004209178-2021-03828 and 3004209178-2021-03830 refer to the other implanted systems. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported when the patient got their very first implantable neurostimulator (ins), they were told it would last 3-4 years before needing to be replaced. The consumer confirmed that the first 2 implants met their battery longevity expectation, but the 2 implants that followed the first 2 "failed" prematurely. The consumer explained two implants didn't last as long as the first 2 implants, and now the current implant was starting to "fail" as well. When the consumer was asked what "failing" meant they stated as of yesterday, the patient programmer indicated the implant was currently at 2.67 v, which they knew meant the ins was nearing the end of its service life and would need to be replaced soon. No allegations were made regarding the therapy. The consumer stated the shorter ins battery longevity has resulted in more frequent ins surgeries. The consumer implied the patient's age was becoming a factor with the ins surgeries, so they were waiting for a call back from the manufacturer¿s representative (rep) to discuss the possibility of the patient getting a rechargeable ins. The consumer added the patient had an appointment with the neurosurgeon scheduled for mid-march. The consumer stated that they were trying to determine why the ins batteries haven't been lasting as long as the first two, so it reviewed the ins longevity was dependent on usage and settings. The consumer mentioned the reps had been involved with reprogramming the implants after they were replaced to optimize therapy. The consumer was redirected to the patient's managing healthcare provider to further address the ins longevity issue. The manufacturer¿s representative (rep) later stated they spoke with the patient¿s surgeon who said they were agreeable to implanting a rechargeable device if that¿s what they wanted. The rep was going to follow-up with the patient on estimated battery life when they saw them next.